Event description:
The endoscope manufacturer's recommendations and instructions for manual reprocessing and technical cleaning for the endoscopes are insufficient for removing organic material from the tip of the elevator channel. Despite rigorous training to manufacturer's standards, the application of additional cleaning steps, and using alternative cleaning tools, brushes and picks, endoscopy teams are still experiencing cleaning defects as evidenced by positive pathogen cultures from the port and elevator channels. Cultures are obtained from focused sampling of the tip of the elevator channel as part of the endoscopy service's quality assurance program. Endoscopy team members have been trained and validated on site by olympus content experts for the scope reprocessing manual pre-cleaning and automated preprocessor procedures. All endoscopes are pre cleaned immediately following the procedure suing recommended chemical germicides. Meticulous removal of any debris or residuals collected from the top of the elevator channel is ensured during manual cleaning, which occurs within 60 minutes of removal from pt in line with manufacturer guidelines. Additionally, endoscopy teams report concerns regarding the lack of a manufacturer's recommended preventive maintenance schedule for these endoscopes. Critical repair issues have been identified when scopes are sent in for evaluation despite no functional problems being identified. The endoscopes also continue to pass the leak test at the hospital, a process also validated by manufacturer representative, yet fail when tested at olympus's service center.